Event description:
A pt was found on the floor, dead. As follow-up, call to skilled nursing facility and was informed that the cause of death appeared to be brain hypoxia, following cardiac arrest. Also evidence of incontinence. Seizure may have occurred. Staff attempted resuscitation unsuccessfully. Medical device working properly.